Event description:
New information notes that the deviced was received at sjm on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead was exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
The lead was cut into two parts. Final analysis found insulation abrasion on the outer coil, which is consistent with abrasion caused by friction with can and could cause the reported noise problem.